Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: e1: the reporter¿s complete facility address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a surgical procedure for repair of temporomandibular joint disorder, when the packaging of the minilok qa+ # 2-0 oc v5 anchor device was opened, it was observed that there was gravel like dust at the sealing of the internal sealing bag. It was reported that the outer packaging was not damaged. It was reported that 6x additional minilok qa+ # 2-0 oc v5 anchor devices were opened, and the same problem happened again. There were no reported adverse consequences to the patient. No additional information could be provided. This is report 6 of 7 for (B)(4).